Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on contacts 1-8. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post op.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received.

Manufacturer narrative:
The event of high impedance was reported to abbott. The patient experienced ineffective therapy. System diagnostic recorded high impedances on contacts 1-8. The patient's lead was explanted and replaced. Effective therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.